Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.